Event description:
As reported, the indicator wire of a 5f exoseal vascular closure device (vcd) did not engage with the vessel wall as expected during withdrawal and slipped out. The device was removed with the indicator wire exposed. Hemostasis and procedure completion were both achieved by manual compression. There was no reported patient injury.the procedure was diagnostic and performed using a retrograde approach. The physician was certified in the use of the exoseal vascular closure device, and there were no visible signs of device or package damage prior to use. The device was stored, prepped and handled according to the instructions for use (IFU). A non-cordis catheter sheath introducer was used. Angiography confirmed femoral artery suitability, including appropriate insertion angle, vessel diameter =5 mm, no calcium or plaque, mild vessel tortuosity, no nearby stent, no stenosis >50%, no recent closure at the target site, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The indicator window was facing up during retraction and did not change. No damage was observed to the indicator wire loop upon device removal. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.